Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted with 3.5 mm lcp clavicle plate construct for fracture of right clavicle on an unk date. Reportedly, the screws pulled out of distal clavicle. Pt was returned to operating room on (B)(6) 2012, for removal of plate and screws due to non-union. Pt was revised to a new clavicle plate construct. This is 2 of 8 reports for the same event.